Manufacturer narrative:
There is a picture attached to the complaint showing the reported event of the strain relief/luer detachment. Upon device return and inspection, the strain relief was detached from the luer and did not return back with the device. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. The flow test was not possible because the strain relief/luer are separated. Under microscope and with uv light, it was able to observe an issue with the adhesive between the parts from the separation of the strain relief.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the physician informed noticed that the flush port detached from the catheter handle. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the physician informed noticed that the flush port detached from the catheter handle. The device was not replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.